Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Store's staff reported that while removing two boxes of cement from a brown cardboard box, they noticed a strong smell. I inspected the boxes and also noticed the smell from one. On opening the box, I noticed that the top box and the vial were cracked open and the plastic housing it, was soft and pliable and the seal had come undone.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed based on the photographs provided. No product was returned for evaluation however, 8 photographs were provided for review. The photograph show 2 simplex 10-packs with the lot code tfy042. One of the ten packs has damage and staining to the bottom corner. One photograph shows the open ten pack carton with single unit cartons contained inside. There is staining on the back of one of the unit cartons and on the front of the single unit carton beneath it. Two photographs show the ampoule and ampoule blister. The tyvek lid is removed from the ampoule blister. The blister appears deformed, there is no evidence of a seal between the tyvek lid and the ampoule. The ampoule appears to be broken at the neck. Medical records received and evaluation: not performed as no medical records were provided. No adverse consequences were reported. Device history review: indicated all ten packs were manufactured and accepted into final stock with no reported discrepancies. There were no other similar reported events for the lot referenced. The damage visible in the returned photographs is consistent with excessive inappropriate handling. Based on the event description the stores department noticed a smell coming from the box of cement. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. The liquid from the ampoule has a very strong odor and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Store's staff reported that while removing two boxes of cement from a brown cardboard box, they noticed a strong smell. I inspected the boxes and also noticed the smell from one. On opening the box, I noticed that the top box and the vial were cracked open and the plastic housing it, was soft and pliable and the seal had come undone.